Event description:
A trilogy 202 ventilator, international was returned to the manufacturer for service due to a maintenance required warning while in patient use. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. "Ventilator service required" err_drift_prox_pressure_too_high, err_ripc_comm_to_obm_failed urgent_service and err_obm_accy_urgent_service error codes were found in the ventilator's downloaded event log. The technician replaced the device's sensor board to address the err_drift_prox_pressure_too_high urgent_service error. In addition, the technician replaced the device's oxygen blender circuit board to resolve the err_obm_accy_urgent_service urgent_service and err_ripc_comm_to_obm_failed urgent_service error codes. Additionally, the device's interface board was replaced because the connection between the pc and the device could not be established. The device's oxygen blending module blender gasket kit was found to be worn out and therefore replaced with a new one. After the repair, the device successfully passed final testing.